Event description:
A consumer called and stated that his wife was allegedly burned while using a heating pad. This incident resulted in third degree burns on her upper thigh. The pt stated that she was treated by a doctor, and may require surgery. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper us instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.